Manufacturer narrative:
File identification: (B)(4) d4: complete UDI# was not provided by end user. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the bellvista1000 having technical failure 401 and 316. No patient involvement was reported.